Event description:
It was indicated that the device was not in the manufacturer representative¿s truck prior to implant and post use by date. It was indicated that the health care facility where the surgery had been performed keeps their own stock.

Event description:
It was reported the patient¿s extension was implanted two days after use by date.

Manufacturer narrative:
Concomitant products: product ID: 3023, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0a9cf, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).